Event description:
It was reported that during a percutaneous coronary intervention a stent damage occurred. Access site was obtained via the femoral artery. The 90% stenosed lesion was located at the severely tortuous and moderately calcified middle left anterior descending artery. Pre-dilation was done using 12 x 2.5 mm compliance balloon. A 3.00 x 38 mm promus element plus drug eluting stent was unable to cross the lesion. Upon removal they noted the edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a stent damage occurred. Access site was obtained via the femoral artery. The 90% stenosed lesion was located at the severely tortuous and moderately calcified middle left anterior descending artery. Pre-dilation was done using 12x2.5mm compliance balloon. A 3.00x38mm promus element¿ plus drug eluting stent was unable to cross the lesion. Upon removal they noted the edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the midshaft at the port site. An examination of the break found that the midshaft was stretched. A visual and microscopic examination of the crimped stent, confirmed that there was no damage present. The balloon did not appear to have been subjected to any positive pressure and there was no issues noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combinaton product. (B)(4).